Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited mode switch due to noise oversensing. Programming changes were performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes that the system including the atrial lead lead was explanted. Patient condition was stable before and after the procedure.

Manufacturer narrative:
The reported events of noise oversensing was not confirmed. A partial lead was returned in two pieces for analysis. Electrical testing and visual inspection was normal with no anomalies found except for damages consistent with procedural damage.